Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure of the diagnostic implantable cardiac monitor the device was oversensing noise. The device was removed and reinserted with the same results. The device was removed and a new device was utilized without incident. No patient complications have been reported as a result of this event.